Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse reported that they were unable to exit the prime screen. The customer's blood glucose was 486 mg/dl at the time of incident. The customer's spouse was walked through the prime sequence. The insulin pump will not be returned for analysis.